Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: service and repair evaluation: the customer reported it was reported that the device does not work. No power. Tried different batteries and still had no power. The repair technician reported foreign substance. The cause of the issue is user error. The following parts were replaced: motor. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Device history: part: 05.000.008. Synthes lot: 008301. Supplier lot: 008301. Supplier: triangle manufacturing. Relesase to warehouse date: nov 04, 2022. No ncrs generated during production.

Event description:
It was reported that the device does not work. No power. Tried different batteries and still had no power.